Manufacturer narrative:
A message was displayed regarding high current consumption, therefore, the device was explanted. A response from the MFR is pending.

Event description:
After over 2 years of implantation, this ICD was explanted because during a routine follow-up interrogation a message, "abnormally high current consumption found now. ICD replacement recommended" was displayed. The current battery voltage was displayed as 5.95v.